Event description:
It was reported the fabric foundation of the unit was burned by an internal component. Inspection of the unit revealed a 1/8'' burn hole in one surface , caused by a broken wire. The condition of the unit suggested that the unit had been folded during use, compressing and breaking the component. We concluded that this report was attributable to misuse on the part of the consumer.